Event description:
It was reported that a patient underwent a subcutaneous pretricho forehead lift with face-neck lift procedure on (B)(6) 2012 and suture was used. The patient is experiencing suture extrusion and abcesses along the anterior neck line. On (B)(6) 2012, the patient had the suture removed. The surgeon prescribed bactroban and keflex 500mg. The patient will also see another doctor in the future. From file (B)(4). Additional information indicates that the patient had more suture extrusion/ abscess in anterior neck. A 3-0 mersilene suture used in anterior neck. A 2-0 maxon (covidien product) used in forehead 2 locations . A 5/12 patient had additional suture removal in anterior neck and forehead by another physician in (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.